Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the lower hook switch was failing. It was determined that this failing part caused the system error 322 alarms. The lower auxiliary assembly which contains the lower hook switch was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During review of the event history log, multiple occurences of system error 322 were observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.